Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button stopped functioning. Reportedly, the customer held the button down for approximately 10 seconds and the button began functioning as intended again. Customer's blood glucose level was not impacted.